Event description:
It was reported an issue with monosyn suture. The customer (veterinarian) reported that upon use, the client found that the suture was detached.

Manufacturer narrative:
Summary of investigation: there are previous complaints of the same code-batch regarding the same issue. We manufactured (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 6 closed samples and two open but unused samples with the needle detached to the thread (thread is still wound on the pack and aluminum pack is missing). To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment results conducted on the closed samples received are 0.80 kgf in average and 0.49 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. However, considering that there are three previous complaints of this code-batch for the same issue (two of them closed as confirmed) and based on the evidence provided in the defective samples received, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.15 kgf in average and 0.71 kgf in minimum and fulfilled ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open and unused samples received show that the needle escaped from the thread. Final conclusion: considering that the results of the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.